Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead tip was found to be bent during the operation so it was replaced with a new lead on the same day and the operation was completed. The lead was never implanted. The issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the lead 3389s-40 (lot va2z6l8) revealed that no anomalies were identified. Analysis of the lead 3389s-40 (lot va2z6q6) revealed that no anomalies were identified. Analysis of the stylet neu_stylet_acc (lot unknown) revealed that no significant anomalies were identified. Analysis of the stylet neu_stylet_acc (lot unknown) revealed that no significant anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.